Event description:
Pt underwent left cardiac catherization on 1/26/95, ptca on 1/30/95, and left cardiac catherization on 2/3/95, all under fluoroscopic guidance. He subsequently sustained an area of burn on his right back.